Manufacturer narrative:
The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. There were no physical damage to the grip ring observed during testing that would have caused the failure. The instrument passed continuity test upon testing. The instrument was fully functional. The instrument passed seal and cut test. No product issue was identified. Issues related to instrument errors or complications using the instrument reported by the user with no underlying product issue may be related to problems, including misuse of the product, or other factors not directly related to the device.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted transthoracic chest anastomosis esophagectomy surgical procedure, the vessel sealer extend mouth does not open. The user completed the procedure with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported. Isi followed up with the initial reporter and obtained the following additional information: the instrument was not inspected prior to use and the jaws were not stuck on tissue when the issue occurred. A release key was not used to open the instrument jaws. There was no unexpected tissue removal and no bleeding observed. The instrument did not work at all during the procedure.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.